Event description:
It was reported that the health care professional (hcp) called for review of stored atrial tachy response (atr) episode for this patient with a pacemaker as there was a concern it was far-field oversensing. Technical services (ts) was consulted and confirmed the atr episode were inappropriate due to far-field oversensing. Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.